Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received; however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer advised that the reservoir attached to the suspect drain filled with air. Customer opines the drain developed an air leak. The reservoir was reactivated. No adverse patient consequences were reported.